Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect(s) of dissection is listed in the xience xpedition everolimus eluting coronary stent system instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a mildly calcified, mildly tortuous de novo right coronary artery. A 3.50x33mm xience xpedition stent was deployed and a distal edge dissection occurred. A new 3.5x15mm xience xpedition stent was deployed to cover the dissection and successfully complete the procedure. There was no adverse patient sequela reported. No additional information was provided.